Event description:
I had the essure procedure. Since then I have had severe cramping, brain fog, exhaustion, heavier bleeding, and pain during ovulation and the two weeks leading up to my period. I am having a total hysterectomy to take the implants as well as my uterus/cervix out.